Manufacturer narrative:
Preliminary analysis confirmed the reported event.

Event description:
Reportedly, during implant, when putting the screwdriver to fix the atrial lead, the surgeon could push out the screw thread with ease out of the header, without applying brute force. The metal screw thread was moved outside of the header a few millimeters. The metal part and the silicon drop were still attached to each other. A thin silicon string with a wire could also be seen connected to the screw thread.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during implant, when putting the screwdriver to fix the atrial lead, the surgeon could push out the screw thread with ease out of the header, without applying brute force. The metal screw thread was moved outside of the header a few millimeters. The metal part and the silicon dro were still attached to each other. A thin silicon string with a wire could also be seen connected to the screw thread.

Event description:
Reportedly, during implant, when putting the screwdriver to fix the atrial lead, the surgeon could push out the screw thread with ease out of the header, without applying brute force. The metal screw thread was moved outside of the header a few millimeters. The metal part and the silicon drop were still attached to each other. A thin silicon string with a wire could also be seen connected to the screw thread.